Manufacturer narrative:
(B)(4).

Event description:
Covidien rec'd info stating that an 840 ventilator was inoperable. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the power supply. The unit passed extended self-testing.